Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the ok button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/19/2017 with the following findings: during investigation, the keypad cover was found to be peeling. The ok button was unresponsive to user presses. The keypad cover was removed and the ok contact was damaged. The pump was opened and there were no intermittent conditions found on the keypad flex connector. Unrelated to the original complaint, the battery cap was found to be missing a contact spring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.